Manufacturer narrative:
The unit alarmed motor error during occlusion test due to faulty fsr. The motor was tested outside the device and passed. The unit was received with minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose level was 183 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.